Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
On (B)(6) 2024, the patient underwent a thrombectomy procedure in the distal internal carotid artery (ica) using a penumbra system red72 reperfusion catheter (red72), a penumbra system red43 reperfusion catheter (red43), benchmark bmx96 access system (bmx96), neuron select catheter 5f (5f select), non-penumbra sheath (8fr), and guidewires. The physician successfully completed four passes in the target location using the red72 to achieve thrombolysis in cerebral infarction (tici) 2b. A final and fifth pass was then completed in the target vessel using the red43 and an angiogram was performed that demonstrated reperfusion of the previously occluded prefrontal middle cerebral artery (mca) branch. Afterwards, post-procedure angiograms demonstrated tici 3, but also revealed moderate to severe vasospasm in the left m1 and the anterior m3 and m4 division territory. A 20 second dyna intra operative head computed tomography (CT) scan was performed and did not reveal a large infarct or definite hemorrhage. The hyperdensity in the expected course of the left mca was seen in the sylvian fissure. The physician administered slow infusion of increasing amount of 350mcg intra-arterial nitroglycerin, and the vasospasm was considered resolved. A final post treatment angiogram resulted in a tici 3 reperfusion of the left ica and improved focal spasm in the middle m1 mca. The patient was transferred to the neuro intensive care unit (ICU) for further monitoring and care. The vasospasm was reported to be a serious adverse event with a possible relationship to the penumbra system, possible relationship to the index stroke, and a possible relationship to the index procedure.